Event description:
It was reported that during interrogation of the implantable cardiac monitor the merlin programming system displayed an error message. Programming changes were recommended. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that after a software download was performed, the device could be interrogated and no error message was displayed.